Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient reporter contacted lifescan (lfs) and alleged their one touch ultra ping meter had an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The reported, stated the issue began on (B)(6) 2015 at 5.45pm. The reporter confirmed the patient manages her diabetes with insulin pump. The reporter confirmed that the patient did make changes to her usual diabetes management regimen in response to the alleged product issue; the reporters alleged the patient took food and/or drink in response to the error 2 message, on (B)(6) 2015 at 11.05am. The reporter claims the patient developed symptoms of "light headed, thirsty, and stomach hurt" 16 hours after the product issue occurred. The reporter alleged the patient received hcp treatment, in the form of juice on an unspecified date/time. The reporter confirmed another device was used on (B)(6) 2015 at 11am, no results were given. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used. The cca was unable to walk through the troubleshooting as the reporter did not have the meter or tests strips with her at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.